Manufacturer narrative:
The customer's complaint has been confirmed. The visual inspection revealed the cutting wire was broken. The broken end of the wire had a melted and blackened appearance, which indicated the wire broke due to overheating. A full functional check of the returned device was not possible due to the broken cutting wire. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The june 2007 15 month stonetome sphincterotomes product family trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the alert limit.

Event description:
It was reported to boston scientific corporation on june 18, 2007, that during an endoscopic retrograde cholangiopancreatography using a stonetome sphincterotome (patient age unk), the cutting wire "tore". The procedure was completed successfully with another stonetome sphincterotome device. The patient's condition was reported as "good".